Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  2008 (B)(6) explanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the lead showed an increase in the pacing threshold. The lead was replaced. No patient complications have been reported as a result of this event.